Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that on application of the device needle the needle detached inside the device and remained inside the device. A second device, of the same type, was used to complete the procedure with no problems. No device parts fell inside the patient. The patient's condition was reported as unknown.